Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to adjust the pacer output current. Complainant indicated that there was no patient involvement in the reported malfunction.